Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a lead implant procedure. During procedure, it was noted under fluoroscopy that the helix of right ventricular lead was partially out. Physician tried to remove the lead but the helix did not retract as it was already attached to tissue. Physician explanted and replaced the right ventricular lead in the same procedure. The patient was in stable condition.